Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) assist device reported hearing beeping tones. An in-office device check found that the device was exhibiting high, out-of-range pacing impedance measurements. A boston scientific technical services (ts) consultant confirmed that the beeping was caused by the out-of-range measurement. The device was programmed so it would no longer beep with out-of-range impedance measurements. No adverse patient effects were reported. This device remains in service.